Event description:
It was reported that: "during the use of the magic 1,2fm in combination with the hybrid 0007d, the doctor noticed a leak at the distal part of the catheter. He is uncertain whether the leak was caused by the guidewire, another factor, or if it was a pre-existing issue due to a production error. The physician would like to initiate an investigation and receive a response from balt regarding this matter." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4) the product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the defect product is returned without packaging. Only traçability label in plastic bag. Visual aspect: the magic and the hybrid are returned separately. No visible defect on the hybrid. Only few crystallized residues around. Presence of a liquid into the magic. A buble shape with rupture is present at 25cm from the magic's distal part. Ccl: the shape of the cut (bubble shape) is generally due to an overpressure. Based on the available information and the investigation results the complaint cannot be confirmed. 1) device analysis the affected devices (magic1,2fm and hybrid007d) have been returned and inspected in our quality laboratory. During our analysis, we noticed the following points: hybrid investigation: no defect was observed on the guidewire. Presence of crystallized residue on the guidewire was noticed magic1,2fm investigation: presence of transparent solution inside the catheter lumen was noticed. A rupture with a "bubble" shape on the distal extremity of the micro-catheter was observed. The rupture is approximately 25mm from the distal tip. 2) the lot history record (lhr) review: the lots history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: hybrid guidewire: two different destructive tests by sampling are performed: wire twisting and bending. 100% control of the units with a non-destructive bending test. 100% control of the aspect of the welding is 100% controlled. Magic 1,2fm catheter: 100% control of the integrity of the tube: visual inspection, 100% control of internal lumen of the catheter by a smooth navigation of a gauge through the microcatheter over the entire length, 100% controlled with a leakage/pressure test and 2 samplings are tested till bursting as destructive test. 3) post market surveillance data in the incident description it is mentioned that the doctor observed a leakage at the distal part of the catheter during the use. According to our post market data these kinds of catheters ruptures (i.e. With a tube dilation) are caused by overpressure above the maximum 7-bars limit or usage of syringe below 2,5ml. As indicated on the label and in the instructions for use: "never surpass the maximum working pressure of use of 7 bars/100 psi as indicated on the label. Never infuse with a syringe smaller than 2,5 ml (piston diameter smaller than 10 mm). At the slightest resistance during injection, immediately stop the injection and pull out the microcatheter".) However, no overpressure was reported, nor a usage of a syringe smaller than 2.5ml. As such we cannot confirm any hypothèses. 4) conclusion in conclusion, some hypotheses related to use were established but cannot be confirmed as additional information was not provided. The review of the manufacturing records did not reveal any anomaly, and the quality of the devices do not seem to be involved in the incident experienced. At this time, no such increase in the rate of occurrence has been observed, however, this issue will remain subject to continued tracking as part of our post-marketing surveillance program. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the use of the magic 1,2fm in combination with the hybrid 0007d, the doctor noticed a leak at the distal part of the catheter. He is uncertain whether the leak was caused by the guidewire, another factor, or if it was a pre-existing issue due to a production error. The physician would like to initiate an investigation and receive a response from balt regarding this matter." Incident report form submitted for this complaint indicates that no patient injury was sustained.